Event description:
It was reported that the foot extension latches were sticking. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the faulty left side table insert on the foot extension. The system operates as intended.